Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check therapy pad¿ messages, damaged te pad) was confirmed due to the electrode belt¿s black pulse wire of ECG ¿a&b¿ cable being broken at the front therapy electrode, causing the electrodes to be non-functional. The root cause for broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and the electrode belt had a damaged te pad/sensing electrode.